Manufacturer narrative:
Correction made to d4. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during medical procedure, the instruments began to smoke, so the doctor stopped the procedure to see what was happening. Upon examination, the cutting loop was found to be burned. The surgery was delayed approx. 20 minutes then stopped. The hospitalization of the patient was prolonged.